Event description:
It was reported that insufficient sensing and rise of the threshold were observed. The lead was explanted 2 days after implantation.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Cuts into the lead body were found 24 cm distal of the df4 connector, which are probably a result of the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.